Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was noted that the patient had a syncopal spell unrelated to the implantable cardiac monitor. Upon interrogation, the device could not be interrogated. It was noted that the patient had a scab at the top of the pocket. X-ray revealed that the device was not present. Further review revealed that the patient had dementia and had twiddled the device out of the pocket at an unknown date. It was noted that there was a previously noted sensing anomaly that appears to be consistent with the device being twiddled out of the pocket. On (B)(6) 2018, a replacement device was implanted and patient was fine post procedure.